Manufacturer narrative:
Five opened company handpiece injectors were returned for evaluation for the report of small scratch peripherally on iol. The injectors were visually inspected and all five were found to be nonconforming. Samples 1 and 5 had plungers bent downward and samples 2, 3, and 4 had the plungers bent upward. Samples 3 and 5 also had damage to the plungers, both plungers seemed to have been hit against something. Sample 3 had pushed metal area, similar to a burr, while sample 5 had a flat spot on the corner. A functional thread to barrel engagement check was performed and all five injectors were found to be conforming. Finally, a dimensional plunger position height check was performed and all five injectors were found nonconforming due to the bent condition of the plungers. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The evaluation does confirm the injector plungers have bent plunger heads resulting in upward and downward plunger positions and specifically that samples 3 and 5 have damage to the plunger heads, which could result in the iol becoming scratched. The root cause for the nonconforming plunger heights and damaged plunger heads is unknown. How and when how the plunger positions and plunger heads became damaged cannot be determined from this evaluation. The most likely cause of a bent and/or damaged plunger head of the injector is from improper handling of the product. This injectors have been in service for approximately 10 or more years. No specific action with regard to this complaint was taken because the root cause for the complaint issue could not be determined. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
5 injector handpieces were received, at the manufacturing site for this event. However, it is unknown, which injector was used in this case, for the report of small scratch peripherally on iol. Therefore, the condition of the product could not be verified. Clarification was requested, but not yet received. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the injectors used and had a small scratch peripherally on iol. Fortunately they are very peripheral scratches with no visual impact, the iols do not need to be removed. Additional information was requested.